Event description:
It is reported that the pt is presenting with pain.

Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. Eval summary: the component has been in-vivo for approx 27 months at the time of this report. No info detailing a medical investigation as to the cause of the pain is provided. Pain can be caused for a variety of reasons some of which are given here: dislocation of the joint, infection, soft tissue impingement of the prosthesis, pseudo tumors due to particulate debris, leg length / offset discrepancy, loosening of the prosthesis, fracture / breakage of the prosthesis. With the info provided, no root cause for the pain experienced by the pt can be determined. Eval: the device history records for the tm primary stem were reviewed and found to be confirming to mfg, inspection and packaging specifications. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened.